Event description:
Customer received a result of 10 mmol/l on the advantage ii system, and a result of 5 mmol/l on a professional system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.